Event description:
It was further reported that the patient is being scheduled for an amputation. It is unknown if the amputation is a result of the event with the balloon or the patients underlying condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter and coyote shelf box. The batch number on the returned packaging and catheter matched the reported batch number. There was contrast in the shaft and balloon. The balloon had a complete circumferential tear 1cm from the proximal balloon bond. The inner shaft was detached 3mm distal of the guidewire exit notch. The inner shaft material was jagged, which suggests that the separation may be related to tensile overload. The distal inner shaft, markerbands, distal portion of the balloon and distal tip were not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon detachment occurred. Vascular access was obtained utilizing a contralateral approach. The multiple tight, 70-90%, stenosed target lesion was located in the moderately to severely calcified left anterior tibial artery. A 2.0mm x 120mm x 150cm coyote balloon catheter was advanced to the lesion but the balloon separated from the catheter and was stuck in the left anterior tibial artery. The catheter was removed without the balloon markers. The physician used a snare to remove the proximal balloon marker. The distal segment of the balloon was left inside the patient's body. The procedure was ended with a palpable distal pulse. No patient complications were reported and the patient is okay.

Manufacturer narrative:
(B)(4).